Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Low bg cause was not known. The customer's girlfriend provided assistance and the customer drank juice to address bg. Reportedly, the customer experienced a bruised elbow, cracked ribs, and a bump on the head due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.